Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurences of unexpected restart and system faults (sf 74, 196, and 167). Device testing also found the that error sf 195 was also triggered as a result of device restarts due to sf 196. The investigation determined that the reported event was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device restarted unexpectedly. During the service center evaluation of the device logs, system faults (sf 74 and 196) were also observed. There was no patient injury reported as a result of this incident.